Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during investigation, the pump was powered on and the audible and vibratory alarm features functioned properly. The complaint of intermittent sounds of the audible alarm was not duplicated during investigation. Unrelated to the complaint, investigation revealed moisture in the battery compartment. A leak test was performed and a case seal leak was found. Also unrelated to the complaint, the audio bolus button was found to be unresponsive. The decibel testing was unable to be completes due to the unresponsive audio bolus button. The pump was opened and there was moisture observed on the audio bolus pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).